Manufacturer narrative:
One used unit was received on july 30, 2007 and sent for decontamination. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident.

Event description:
The catheter broke after introduction.